Event description:
A pt was treated on 6/10/96 in the glabella, nasolabial folds and oral commissures. On approx. 6/25/96, the pt noted redness and bumps at the glabellar and oral commissure treatment sites. On 7/2/96, she presented with slight erythema at the glabellar treatment site. On 7/18/96, the pt presented with erythema at the glabellar treatment site and erythema, swelling and induration at the oral commissure treatment sites. The physician diagnosed a hypersensitivity; hytone cream was prescribed. On 8/8/96, 8/15/96, 8/29/96, 9/19/96, 10/17/96, 11/18/96 and 12/16/96, the pt was seen with continuing symptoms at all sites of treatment. Intralesional kenalog was administered on each day of visit.